Manufacturer narrative:
The t:slim pump user guide states that humalog® was tested for up to 48 hours as labeled. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) levels elevate (591mg/dl) when there is 40 units or insulin (or less), left in the cartridge. The customer treated elevated bgs by changing the cartridge and infusion set, and the issue resolved. Tandem technical support advised the customer about labeling, as the customer was changing the cartridge/ infusion set every 3-4 days instead of every 48 hours as recommended for use with humalog.